Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom "door not fully latched alarm," determined to be caused by material separation between the front case and mechanical assembly. This separation results in excessive force required to close the door, resulting in "door not fully latched" alarms. The front case assembly was replaced.

Event description:
It was reported that a spectrum infusion pump alarmed "door not fully latched." It was also reported that there was no patient involvement.